Event description:
A talent occluder was attempted to be used in the patient during the endovascular treatment of an abdominal aortic aneurysm. The patient had a pre-operative surgical rupture. It was reported that, during the procedure, the delivery system of the talent occluder became stuck within the dilator. The physician elected to replace the device and the procedure was completed. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
The complaint could not be confirmed as no recreations of insertion difficult could be duplicated during analysis. The cause of the occluder stent graft being partially deployed through the wrong end of the cartridge cannot be determined however, indicates potential user error, which may have contributed to the insertion difficulty. It was noted that there was no apparent damage to any of the internal components that would contribute to any insertion difficulty issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.